Manufacturer narrative:
Result - footboard.

Event description:
It was reported by the customer that there was damage to the footboard which may have sharp edges. No pt involvement or adverse consequences were reported.